Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a revision was done on a patient with broken mountaineer oc plate. Procedure and patient outcome are unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # 1), unknown rods (part # unknown, lot # unknown, quantity # 1). This report is for one (1) mountaineer oct spinal system occipital plate 3.5 31 mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for mntr oc plate small was conducted identifying that lot number wa20744 was released in a single batch. -batch1: lot qty of(B)(4) were released on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the mntr oc plate small (p/n: 188362031, lot #: wa20744) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the hole on the side of the part number etch was broken. The broken fragments were returned. No damage was observed on the other returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed mountaineer occipital plate assembly. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the mntr oc plate small (p/n: 188362031, lot #: wa20744). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.